Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, he complained to his surgeon that his vision was not as good as he was expecting and he was seeing halos from on coming auto headlights. The surgeon suggested some plugs to increase tear production but the patient never noticed any improvement after repeating the plugs on other occasions. The patient also again complained about halos that appear from headlights from approaching cars when driving at night. The patient was told by the surgeon that in time these symptoms would lessen or go away. The patient had a laser procedure. Viewing tv and computer is blurry except when he wears a pair of old eyeglasses, then viewing is clear. The surgeon gave the patient some lifitegrast ophthalmic solution drop samples to use. Additional information was provided by the patient that his doctor had to do the laser procedure on both eyes because he said that membrane behind new lenses was cloudy causing him to see halos around oncoming headlights and to have blurry vision at times (tv & computer). He did notice a slight decrease in halos but they are not gone and vision did not improve. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that he is very discouraged with the result of his implants. He has been using the lifitegrast ophthalmic solution drops the surgeon prescribed for 3 weeks with no improvement in vision when working on the computer or when watching tv. He can see both the tv and computer more clearly when wearing glasses.